Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of device on transverse colon in a hemicolectomy, one reload fired partially and the other reload got broken. The surgeon replaced the reload to resolve the issue. There was no patient injury.